Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) received a complaint indicating that system repeatedly shut down. Quote was expired as the service is no longer required. Case will be completed or cancelled as applicable. No work performs by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had repeatedly shut down on its own, which can indicate an issue with booting. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.